Event description:
Complainant alleged that while attempting to defibrillate a 46-year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Review of the device log confirms the customer's report. The log shows the device was in a pads lead fault condition when the user attempted to discharge. The x series device emits an audible tone and displays "check pads" and "pads lead fault" messages when a connection issue between the pads, patient, or accessories is detected. The occurrence of a "pads off" message followed by a "pads lead fault" message can indicate poor coupling, which can prevent successful discharge. Poor coupling may result from various factors, including inadequate patient preparation, improper pad adherence, pad placement, connection between mfc and pads, and patient movement. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling using the customer's returned "multifunction" cable without duplicating the report. The stat padz used during the event were not returned and could not be evaluated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.